Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited a mode switch due to noise oversensing. No intervention was performed and the patient experienced no consequences. The patient will continue to be monitored.